Event description:
It was reported by the customer that the bd maxplus¿ pressure rated extension set with removable needleless connector will not flush. The following was received by the initial reporter: verbatim: this is re: mx 5301. Verbatim: "xx, we have a few extension sets 474450 that will not flush in the obed this is the lot 23029124 number that are on what we have not sure who to let know this is happening often".

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-jul-2023 h6: investigation summary one sample model mx5301 lot 23029124 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the female luer. The customer complaint that the set was unable to be flushed was replicated. A quality notification was sent to the manufacturer. From the manufacturers investigation, the potential root cause of occlusion can be related to the application of solvent (excess) due to issues with the solvent dispenser. As a corrective action the mdgn dispenser will be replaced by medical dispenser to avoid issues in the solvent application. A device history record review for model mx5301 lot number 23029124 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported by the customer that the bd maxplus¿ pressure rated extension set with removable needleless connector will not flush. The following was received by the initial reporter: verbatim: this is re: mx 5301. Verbatim: "xx, we have a few extension sets 474450 that will not flush in the obed this is the lot 23029124 number that are on what we have not sure who to let know this is happening often".